Event description:
In 2009, the lay-user/pt contacted lifescan alleging that the one touch ultrasmart meter is giving an "error 1" message. A no response letter was sent to the pt. This complaint is classified according to the documentation of the customer care advocate. The error 1 message began the day before. The pt did not test on any other device at the time of concern. The pt reportedly developed "minor low sugar episode" 15-20 minutes after the onset of the error 1 message and administered self-treatment with food/beverage as a result of the reported issue. It would have been helpful to know the pt's diabetes medication regimen and testing frequency, what specific symptoms did the pt have, the duration of the symptoms, what treatment did the pt receive in order for the symptoms to abate, could the symptoms have been prevented, was the pt's diabetes medication changed immediately before or sometime after the aforementioned symptoms and the events leading up to the pt's medical intervention/reported symptoms such as blood glucose readings, diabetes medication intake, food intake, and physical activities. This complaint is being reported because the pt claimed she had a "minor low sugar episode" after the reported issue began. Replacement products were sent to the pt.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform the FDA of product(s) that do not pass inspection in a supplemental report.